Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the insulin pump alarmed button error and an unresponsive keypad. The blood glucose reading was 13 mmol/l. There were no significant events leading to the alarm observed. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad traces. No button error alarm during out testing. Unable to perform the displacement test due to no button response. The insulin pump has cracked reservoir tube lip, broken battery tube threads, cracked case at the display window corner, minor scratched lcd window and scratched reservoir tube window.